Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning was completed immediately after the procedure. Pre-soaking was done prior to manual cleaning, the scope passed a leak test and anios was used as a detergent for manual cleaning. The instrument/suction channel, suction cylinder, and instrument channel port were brushed during manual cleaning. Manual disinfection was done using anioxyde 1000. All channels were flushed and immersed into the disinfectant, the filtered water was used for the rinse after disinfection, and the concentration and expiration date of the disinfectant was controlled. A soluscope series 4 automatic endoscope reprocessor (aer) was used with anios as the detergent and anioxyde 1000 as the disinfectant. All channels were connected with tubes when setting up the washer, the concentration and expiration of the disinfectant was controlled, the water quality of the rinse water was controlled, and the water filter was replaced periodically in accordance with the instruction for use. The scope was dried using the aer and filtered compressed air. A simple cabinet was used to store the scope. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide results of device evaluation. During device evaluation at olympus, it was found the insultation resistance value of the insertion tube was low, the light guide rod lens was cracked, the bending section cover adhesive was separated, the connecting tube was wrinkled, the universal cord was buckled, the bending tube had movement problems, suction flow was below specification, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on clarification to third-party culture results and the legal manufacturer's final investigation. Please also see updates to b3, h4 and h6. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023, sampling from: all channels, cfu: 1cfu, bacterial identification: micrococcaceae, coagulase-negative staphylococci. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.